Event description:
Litigation papers received. It is alleged that the patient suffers from pain, inflammation, discomfort, difficulty ambulating, and large amounts of toxic cobalt chromium metal ions and particles to be released into the blood, tissue, and bone. Update rec'd ((B)(6) 2014) - litigation papers received. There is no additional information that would update (B)(6) 2015 - pfs and medical records received. After review of the medical records for MDR reportability, the stem is being added for the alleged high metal ions. No labs provided.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI:(B)(4).

Event description:
Ppf and implant records received. In addition in what was previously alleged, ppf alleges metal wear and metallosis. Added law firm and dor. Updated patient's initials. Doi: (B)(6)2008 - dor: (B)(6)2012 (right hip)